Manufacturer narrative:
The freedom driver was not returned to syncardia for evaluation. A review of the device history record and freedom driver final test data sheet found no anomalies. All manufacturing and testing was performed to specifications. The report from the hospital indicates the actions that were taken to resolve the freedom driver alarm were consistent with the information provided in the freedom driver system guidebook for patients and caregivers which refers to driveline kinks in several places including: glossary: a kink is caused when a driveline is bent resulting in decreased or no air flow through the driveline. Section 4. Warnings: caution box - failure to adhere to the warnings listed below may cause the freedom driver system to malfunction or not perform the life-sustaining functions as designed. Do not allow the drivelines (or cannulae) to become kinked. If there is a fault alarm, immediately inspect the drivelines for kinks. Precautions and recommendations: caution box - failure to adhere to the precautions and recommendations listed below may cause the freedom driver system to malfunction or not perform the life-sustaining functions as designed. A sudden drop in cardiac output may be caused by a kink in the drivelines. Section 10.1.1 things you should never do: caution box - do not kink, twist, step on or place objects on drivelines or cannulae. This may cause loss of air that is necessary to pump your tah-t. Activities that may cause pulling, twisting or kinking of the cannulae or drivelines. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed is evaluation of this complaint and is closing this file. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient was participating in physical therapy when his freedom driver driveline became kinked. The freedom driver exhibited an alarm and the patient lost consciousness for approximately one minute. The kink was resolved and the patient regained consciousness without incident. The customer also reported that the patient was not admitted to the hospital and the freedom driver was not exchanged.